Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-00891; 508-44-101, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery due to multiple dislocations since primary surgery. Shoulder was still dislocated at time of surgery liner and head removed soft tissue released trialled - difficulty reducing further soft tissue release implants replaced - difficulty reducing tension band reinforcement of soft tissue with suture and suture tape.